Event description:
It was reported the pt experienced heating at the ipg pocket site when charging. The pt is also feeling heat periodically when the system is on or off. Next course of action is undetermined at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging event sand other non-reported events was expected.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.